Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 220 mg/dl. The customer stated did not have time to trouble shoot. The customer wanted to send the reservoir set back for analysis. The customer mentioned that the customer had to go to the hospital for diabetic ketoacidosis. No further information was provided about the hospitalization. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.